Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, ongoing, intermittent occlusion alarms. The customer would either close the alarm and resume insulin delivery or change the pump supplies and resume insulin delivery. Blood glucose was not impacted. As the events had occurred in the past, a cause of the occlusions could not be determined.